Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered therapy due to an episode of atrial tachycardia (at) at 186 bpm, which was detected within the vt zone. The device activated anti-tachycardia pacing (atp) three times and delivered six shocks, with the last shock occurring in the vf zone. After the fifth shock, the rhythm accelerated to 239 bpm before slowing to 192 bpm with the sixth shock. The device exhausted its therapy options, and no further therapy was delivered. Ts suggested reprogramming options. This device remains in service.